Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was also reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6). It was reported that the patient underwent laparoscopic paravaginal repair, laparoscopic burch urethropexy, cystoscopy, and right salpingo-oophorectomy on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).